Manufacturer narrative:
Product event summary- the full lead was returned, analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the right ventricular (rv) lead the lead failed defibrillation threshold testing. The physician decided to use a dual coil lead instead. No patient complications have been reported as a result of this event.